Manufacturer narrative:
Updated field: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected field: d4-UDI. A getinge field service engineer arrived on site and found iabp with fully charged batteries and no alarms or system messages when in clinical operating mode. Both the power activity logs and fault logs were analyzed. Fault logs recorded 34 occurrences of critical fault code # 108 - "a non-isolation digital signal processor (dsp) reported excessive voltage data on the front end board or power management board." The power activity show both batteries were completely discharged on 03/30/2024 but recovered and fully charged by 04/01/2024, entire system was disassembled and inspected for any saline ingress. On 04/04/2024: both the power management and front end pcba were replaced as precautionary measures. Power management (0670-00-1162_e) ,front end (0670-00-1164_) 0670-00-1164_h sn (B)(6). B.17 software reloaded. 30psi and helium transducers recalibrated. Main power and battery parameters within specification. Both battery bays confirmed to be charging. Device passed all performance and safety tests according to factory specifications. No patient involvement was there and no harm reported. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an unusable battery detected message. There was no patient involvement.